Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failures during a self test. The patient's blood glucose at the time of incident exceeded 33 mmol/l, which they treated with a manual insulin injection. The customer attempted to deliver insulin but the device would not do so. Troubleshooting was initiated for the hardware low level failure alarm. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement were within specifications. The format history file analysis confirmed the pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. The pump was received with a scratched case.